Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was worn and partially separated. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopy-assisted colectomy, two devices were failed. The tissue pad of the first device was separated. The user exchanged it for the 2nd device and continued the procedure. However, the tissue pad of the 2nd device was separated. The procedure was completed with the 3rd device. There was no patient injury reported. As a result of evaluation of olympus medical systems corp. (Omsc) on (B)(6) 2017, omsc found that the tissue pad of the 2nd device was partially split, but not separated. This is the report regarding the separation of the tissue pad of the first device.

Manufacturer narrative:
This supplemental report is submitted to correct "device product code."